Manufacturer narrative:
This MDR is being submitted due to the reported infection after initial placement of the acell device in conjunction with a kci (acelity) prevena negative pressure system. The acell device was explanted; however it is not available for evaluation. A review of the manufacturing records for this lot identified no deviations in the production process that fall outside of specification. The device was manufactured and distributed sterile in compliance with FDA, state, local, and acell's operating procedures. There were no reports of device failure at the time of initial surgery. We are submitting this report now, without results of sterility testing, in order to submit a timely report and will provide a follow-up upon completion of sterility testing.

Event description:
On 1/3/2019, acell, inc. Was notified by a physician that their patient developed an infection after application of an acell device and usage of kci (acelity) prevena negative pressure system. The surgeon conducted a colostomy reversal and parastomal hernia repair on (B)(6) 2018, an acell device was placed in an underlay technique and the fascia re-approximated. The skin was left open with kci (acelity) prevena negative pressure system applied to the area. During the first wound vacuum change, an infection was discovered. The surgeon is unsure if the device was the cause the infection. The surgeon performed a post-operative washout and debridement including the explanting of the acell device. There was no date provided of when this procedure was conducted.

Event description:
On 1/3/19, acell, inc. Was notified by a physician that their patient developed an infection after application of an acell device and usage of kci (acelity) prevena negative pressure system. The surgeon conducted a colostomy reversal and parastomal hernia repair on (B)(6) 2018, an acell device was placed in an underlay technique and the fascia re-approximated. The skin was left open with kci (acelity) prevena negative pressure system applied to the area. During the first wound vacuum change, an infection was discovered. The surgeon is unsure if the device was the cause the infection. The surgeon performed a post-operative washout and debridement including the explanting of the acell device. There was no date provided of when this procedure was conducted.

Manufacturer narrative:
This is a follow-up report for additional information that was received subsequent to the initial filing. Acell conducted sterility testing on the same retained lot, results indicated no growth was observed. This MDR is being submitted due to the reported infection after initial placement of the acell device in conjunction with a kci (acelity) prevena negative pressure system. The acell device was explanted; however it is not available for evaluation. A review of the manufacturing records for this lot identified no deviations in the production process that fall outside of specification. The device was manufactured and distributed sterile in compliance with FDA, state, local, and acell's operating procedures. There were no reports of device failure at the time of initial surgery.